Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches on the chassis; otherwise the unit appeared to be in good physical condition. All knobs and switches functioned properly. During electrical evaluation, it was found that the foot switch is non-operational. The foot switch was replaced and the unit then passed the endostat ii return evaluation procedure. The complaint that "the unit failed to deliver rf energy" was confirmed. The most probable root cause of this failure is another device (i.e. The foot switch). A labeling review was performed and no anomalies were noted.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4), unable to achieve power delivery. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #s 3005099803-2011-00623, 3005099803-2011-00615, 3005099803-2011-00624, and 3005099803-2011-00625 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, an active cord, a gold probe, and a sensation polypectomy snare were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, power delivery to the snare could not be achieved; therefore, the account opted to remove the target polyp without cautery and attempted to resolve the subsequent bleeding with a gold probe. However, this device failed to cauterize as well, at which point an entirely new procedure set was used to complete the procedure. It was reported that the amount of bleeding was expected given that the polyp was removed without cautery. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #s 3005099803-2011-00623, 3005099803-2011-00615, 3005099803-2011-00624, and 3005099803-2011-00625 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, an active cord, a gold probe, and a sensation polypectomy snare were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, power delivery to the snare could not be achieved; therefore the account opted to remove the target polyp without cautery and attempted to resolve the subsequent bleeding with a gold probe. However, this device failed to cauterize as well, at which point an entirely new procedure set was used to complete the procedure. It was reported that the amount of bleeding was expected given that the polyp was removed without cautery. The patient's condition at the conclusion of the procedure was reported to be fine.